Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: m/l taper stem (00-7711-013-00, 62400815), versys femoral head +3.5 (00-8018-036-03, 62119826), continuum tm shell (00-8757-052-01, 62399771), continuum longevity liner (00-8751-010-36, 62102635), continuum dome hole plug (00-8757-000-01, 62440876), continuum acetabular screw (00-8757-000-02, 61940219), bone screw (00-6250-065-40, 62337853), bone screw (00-6250-065-25, 62318811n). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05089-2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to pain, elevated ion levels, adverse tissue reaction and in-vivo implant corrosion approximately 4 years post-implantation. The femoral head component was removed and replaced. During the revision surgery, non-viable greyish tissue and evidence of trunnionosis with blackened flaky material was noted. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.